Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited loss of capture. Chest x-rays confirmed that the lead had dislodged. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition post-procedure.